Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for unknown number of patients, involving access 2 immunoassay system. Subsequent testing on an alternate access 2 immunoassay system recovered lower results, within the normal reference interval. The customer noted one erroneous result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer stated other patient results were retested on the alternate access 2 system for verification due to the previous erroneous result. Only the retested results were released from the laboratory. Quality control (qc) was performed on a new reagent pack and recovered within specification. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012. The fse performed system check and failed the washed portion. The fse removed and cleaned the wash wheel. The fse replaced the pinch rollers and pulleys, the aspirate probes, and peristaltic tubing. The unit conformed to the manufacturer's published performance specifications. Pinch roller. The customer reported a possible pipettor collision the day before the event due to an incorrect rack and cup configuration (insert cup was in the incorrect rack).